Event description:
It was reported that seven (7) peritoneal dialysis (pd) transfer sets disconnected from the titanium adapters which resulted in a leak. The transfer sets were no longer flush against the titanium adapters; the "internal aluminum of the transfer set appears widened". This was observed during use of the devices for peritoneal dialysis therapy. The connections were properly tightened before therapy started. To resolve the issue, the transfer sets were replaced. There was no report of patient injury, however the patients were given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Device information is suspect for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.